Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the authorized service provider (asp) on the v60 indicating while servicing the device, it was observed that several alarms occurred. The device was alarming; "check vent: primary alarm failed" (1102); "check vent: backup alarm failed" (1104); "check vent: 5v supply failed" (1118). It was determined to replace the power management (pm) printed circuit board assembly (pcba). It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) replaced the pm pcba. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.